Event description:
It was reported that the patient with this lead had an infection. There were no additional adverse patient effects reported. The lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.